Manufacturer narrative:
The reported events of failure to capture and high impedance could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Further analysis performed, including output verification and impedance measurements, found no anomaly contributing to the capture or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the leadless pacemaker (lp) system implant procedure, at the initial fixation attempt of the lp resulted in failure to capture and increased pacing impedance. While repositioning the lp, the patient's blood pressure dropped immediately after releasing the lp. An ultrasound was performed and revealed a perforation. A pericardiocentesis was performed to address the perforation. The patient was stable and the lp implant system was removed. The patient's blood pressure dropped again and was stabilized with medication. Additional information was received that the patient passed away due to discontinuation of intensive care measures.